Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03mar2020.

Event description:
It was reported that the unit made a whistling noise. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer was advised to determine the source of the sound and make sure there were no hose or o-ring leaks. The customer reported that they changed out the power management (pm) board and the issue still persisted. The customer was provided with the part information for the central processing unit (cpu) board.

Manufacturer narrative:
G4: 27jul2020 b4: (B)(6) 2020 the replaced central processing unit (cpu) board was returned for failure analysis. The reported issue was confirmed to be a failure of ls1. Ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20apr2020. B4: 22apr2020. The manufacturer's field service engineer (fse) confirmed the reported issue and replaced the unit's central processing unit (cpu) board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.